Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was sliced along the lead, and the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient is reportedly doing well with the new device.

Event description:
The recipient reportedly is experiencing partial insertion of the electrode array due to ossification. Revision surgery is under consideration.